Event description:
Customer reported via phone call that he has been experiencing low blood glucose for five days. Blood glucose value was 30, 45 and 22 mg/dl; current value is 280 mg/dl. The morning of the call blood glucose was 22 mg/dl and he was treated by the paramedics at his residence; he was not taken to the hospital. After the paramedics left, he ate breakfast and then wanted to treat. Customer stated that the insulin pump programmed a bolus of 25.47 units and he was not able to cancel it. He removed the battery several times and could not clear it from the screen. Customer stated that the insulin pump has been over delivering insulin between 1am and 6am. He also mentioned that he could smell insulin. He cleaned the reservoir compartment and changed the entire set. The drive support cap is normal. Last set change was the day prior and customer was disconnected. The time was incorrect. Device was not exposed to a magnetic field. Customer requested the insulin pump to be replaced.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump was programmed with multiple boluses and monitored, no unexpected bolus delivery anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided with this report. The insulin pump was programmed with 2.5u bolus wizard and monitored. The bolus wizard was delivered and recorded properly in bolus history screen. No units of insulin on the screen noted. The device was inspected and no unexpected smell or moisture damage inside reservoir compartment, electronic assembly or motor noted.